Event description:
It was reported the implantable neurostimulator (ins) started moving around and coming up through the scar since a year ago. The patient had trouble with it when they laid on it at night and was worse now. The stimulator was coming out through their skin and it was painful. It had been happening awhile, but for the last week it had been really bad and the patient could feel it through their skin for the last 6 months. No outcomes or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is obtained, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8591-38, lot# d10028, implanted: (B)(6) 2011, product type: accessory. Product ID: 37092, lot# 282480001, implanted: (B)(6) 2011, product type: accessory. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).